Event description:
It was reported during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument grips would not open. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed as well. Additional observation: the instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base. Any material missing is likely to be thermally induced rather than mechanically induced.